Event description:
It was reported this nephrostomy drainage catheter was placed successfully. Following placement of the catheter, alcohol was injected into the catheter. During alcohol injection, the distal end of the catheter began to break apart in the patient's kidney. A microsnare was used to facilitate retrieval of the detached fragments. However, one small fragment could not retrieved and remains in the patient's kidney. The procedure was discontinued at that time. Although the procedure was discontinued, it was indicated no pt sequelae resulted from this event. Thd device has been destroyed by the user facility. Therefore, a failure analysis is not available. Follow up revealed alcohol was injected into this catheter. This device is a drainage catheter and directions for use outline appropriate usage of this device. Co believes the non-indicated use of this device, infusion of alcohol through this drainage catheter, contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "the catheter is designed for percutaneous drainage of the urinary tract."